Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the attempted implant of this right atrial lead, the physician reported difficulty determining if the helix was properly engaged following lead placement. As a result, over 30 helix rotations were performed, at which time lead measurements indicated signs of induced damages to include high out of range pacing impedance values. The lead was then removed and replaced with a passive fixation model. No adverse patient effects were reported and the lead is intended to be returned for analysis.